Event description:
The suspect device was used to check the patient's blood glucose. The results were high. For example, 514 mg/dl. For the next 10-12 hours their doctor advised to give insulin. Emergency medical technicians were called and they checked their glucose at 40 mg/dl. Patient was treated for hypoglycemia by the emergency medical technicians with an IV and juice and was not taken to the hospital. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.